Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient resumed device use following surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly presented with an infection at the implant site. The recipient received system and topical antibiotics, however, the infection did not resolve. The recipient then presented with device extrusion and underwent a flap revision surgery. Two months later the recipient reportedly presented again with a skin infection. The recipient received topical dressing, which improved infection. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: date of event. The recipient's infection occurred in (B)(6) 2021.